Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient presented with complete av-block and a heart rate of 20 bpm. A temporary pacemaker was implanted. No further patient complications have been reported as a result of this event.